Manufacturer narrative:
Product investigation was completed. One insertion handle was returned for manufacturing investigation. The returned insertion handle is an instrument used in the expert humeral nailing system. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is unconfirmed as the returned device shows no deformation/bending that would contribute to a misalignment situation. The mating devices involved in the complaint were not returned and therefore the complaint condition could not be replicated at customer quality (cq). Device history record (DHR) review was completed for part #: 03.010.054, lot#: 5261884 (non-sterile). One manufacturing record report (mrr) was issued for nick on anodize finish. This mrr is not relevant to complaint condition. Review of the DHR showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Drawing was reviewed. No product design issues or discrepancies were observed. This complaint is unconfirmed. Therefore a root cause could not be identified. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Corrected data: date of report: aug 11, 2016. It was reported aug 12, 2016 by error in initial medwatch # (B)(4). Date received by MFR: aug 11, 2016. It was reported aug 12, 2016 by error in initial medwatch # (B)(4). A device history record review was performed for the subject device lot number, 5261884. Manufacturer/supplier: (B)(4). Date of manufacture: nov 13, 2006. One material record report (mrr) was issued for "nick on anodize finish." This mrr is not relevant to the complaint condition. The review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: one (1) nail (part# unknown, lot# unknown), one (1) screw (part# unknown, lot# unknown).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot number, 4152301. Manufacturer/supplier: (B)(6). Date of manufacture: nov 13, 2006. One non-conformance report (ncr) was issued for "nick on anodize finish." This ncr is not relevant to the complaint condition. The review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a humeral nail ex procedure, the aiming arm insertion handle for the humeral nail was causing the screw to aim posterior to the nail, rather than through the nail. The surgeon had to manually screw. The procedure was completed successfully with no delay in surgery or patient harm. The patient's postoperative status was noted as being stable. This report is 1 of 1 for (B)(4).